Event description:
It was reported that a pump declared an altitude alarm 21. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The issue occurred earlier in the day, and the customer's insulin was not suspended due to the alarm. Technical support provided tips for preventing altitude alarms, which the caller understood and acknowledged. The customer was able to resume insulin delivery using the original cartridge, so no replacement was needed.